Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air leakage occurs, water invasion in the main body imaging, water invasion in the camera cable, and image failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported gap occurred because an external force was applied to the boot of the main body side during handling. Air leakage occurred because tightness could not be kept due to the detached boot located in the main body side. Water invasion occurred in the main body imaging and camera cable because water entered inside the device due to the detached boot located in the main body side. Image failure occurred because communication could not be established properly due to water invasion in the main body imaging and camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head has formed a gap at the camera and cable connecting section during reprocessing. There were no reports of patient involvement.